Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor wire would work intermittently. The user also observed a "level detect alert" error message, and an audible tone was heard. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.